Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, per the medical records received, fatty tissue at the apex and chest compressions during CPR contributed to the apical bleeding. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrections: correct brand name ascendra 3 introducer sheath, correct model number 9120is, correct lot number asku, correct expiration date unknown, correct serial number na. Correct implant date na, correct device manufacture date unknown.

Event description:
This patient developed post operative bleeding from the apical access site, requiring a surgical repair. Medical records received indicate following a transapical tavr procedure, the patient had persistent dark venous appearing blood coming from the chest tube, felt to be secondary to underlying cirrhosis. While preparing to return to the or, the patient developed unstable ventricular tachycardia that required re-intubation and acls with CPR for about two minutes; this appeared to have caused bleeding from the lv apical cannulation site. The patient was brought back into the operating room and an additional 700ml of blood was evacuated from the chest and pericardium. Just lateral to the apical cannulation site, there was bright red blood emanating through a fat pad. A pledgeted suture was used to stop the bleeding. In addition, a small pericardial venous bleed was noted, which was clipped. At the point where no further bleeding in the chest was noted, the anesthesiologist informed that there was a significant amount of blood emanating from the endotracheal tube. Bronchoscopy demonstrated hemorrhage from both lungs, ¿which was basically pouring out¿. The lungs were cleared, as much as possible; however, at the end of surgery, the airway bleeding could not be controlled. Multiple blood products were infused and the patient was transferred back to the ICU in critical condition. It was also noted that the patient had become anuric. The patient¿s underlying cirrhosis advanced into fulminant liver failure with refractory hypotension and development of a bradycardic rhythm and subsequently pea. Despite efforts, the patient passed away with family at bedside. The patient¿s death is not considered related to failure of the implanted valve.